Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: according with the information reported the patient experienced a rupture, lymphadenopathy and capsular contracture in the breast implant. During analysis of the sample was found ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device 6426289 number, and no non-conformance related to the reported complaint condition were identified. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade 3. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent a breast augmentation primary with a 375 cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture baker grade 3 and left-sided rupture. Rupture was confirmed by ultrasound. No device issue was reported for the right side. An ultrasound report noted the lymph nodes as unremarkable. The patient underwent bilateral explantation and replacement with 440 cc mentor memorygel breast implant, catalog # smpx440, left serial # (B)(4)and right serial # (B)(4) on (B)(6) 2019. This medwatch report is for the left-sided implant.